Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the pt presented with a thorac-abdominal aneurysm due to disease progression. The physician elected to remove the stent graft from the pt in order to perform repair of the thoraco-abdominal aneurysm. It was reported that the stent graft and its components were stationary, however due to the diseased aorta the aneurysm progressed proximally to the thoracic region. The stent graft and its components were removed and a conventional stent graft surgicall repaired the artery, including the thoraco-abdominal aneurysm. Medtronic received the explanted stent and its analysis is pending.